Manufacturer narrative:
Unit was received with severe scratches on the upper left quadrant of the lcd window. The scratches are severe enough that they can affect the one's ability to read and navigate the menus. Unit was also received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Finally the s/n label located between the belt clip rails is missing as well as the display window cover. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the top left side of the screen was scratched. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.